Event description:
The customer was hospitalized for high bgs and dka. The customer stated that their bgs had been high for the past five weeks. Troubleshooting was performed. The insulin concentration, programming, and bolus history were correct. In addition, a fixed prime test was performed twice and the test did not pass. Advised customer to discontinue the pump use.